Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that some of the stored episodes displayed noise and 1-2 seconds of oversensing with pacing inhibition on the right ventricular (rv) channel. The root cause for the noise was not determined. The decision was made to explant and replace this cardiac resynchronization therapy defibrillator (crt-d) along with the associated rv lead. No additional adverse patient effects were reported.